Event description:
The customer returned device for repair for device disconnection. During the evaluation it was found that the cable was flooded and the camera head did not output. There was no death or injury reported due to the event.

Manufacturer narrative:
The reported disconnection issue was confirmed. Additionally, the evaluation found: the main body was inundated, the cable was twisted, and there was corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The camera head was returned for evaluation on 03april2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to flooding of the head and cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.